Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was being performed. The trans-septal puncture was performed. A watchman truseal access system (was) was positioned in the laa and a pericardial effusion was noted in the patient. The physician is unaware of how it occurred. The effusion did not grow and there was no intervention needed. No other products were opened and the procedure was not completed. The patient was stable and was discharged the next day.